Manufacturer narrative:
(B) (4).

Event description:
The pt missed a pump refill visit. As of (B) (6) 2010, the pt had some spasticity, was diaphoretic, and irritable. The pt was transported by ems on (B) (6) 2010 to the nearest hospital (B) (6). The pt was admitted to the picu and monitored overnight. There were no diagnostic tests performed on the pump. The pt was given 20 mg oral baclofen through his gastrostomy tube. The pt's pump was refilled the next day. It was noted that on interrogation, the audible alarm was confirmed to be the alarm due to zero ml reservoir volume being reached. The pt was seen on (B) (4) 2010, and his pump dose was increased from 125mcg/day to 145.04mcg/day. Oral baclofen (10 mg/t.i.d.) Was also prescribed and delivered through the pt's gastrostomy tube until his intrathecal dose was optimized. The pt was scheduled for another dose increase in early (B) (6). The pt was "doing well".